Event description:
(B)(4). It was reported by a uf medwatch form: "bed would not function either manually or with remote controls. Device: operating room bed. Device malfunction - the device did not do what it was supposed to do." The uf medwatch describe involvement as: female, ethnic background: (B)(6). No adverse consequences were reported, and no further information could e provided by the account.

Manufacturer narrative:
The uf medwatch describes patient involvement as: ethnic background: (B)(6). The account was contacted for further information about the patient, but they were not able to provide any further information. There is no expiration date for this product. The device was not evaluated at the time of the reported event ((B)(6) 2011) since the event was not known to stryker until 09/13/2011. However, the table was evaluated on 07/08/2011 due to a separate service ticket, and the override panel was confirmed to be functional. Evaluation summary: through a user facility medwatch form (received on 09/13/2011), it was reported that "bed would not function either manually or with remote controls. Device: operating room bed. Device malfunction - the device did not do what it was supposed to do. (B)(4). The account was contacted, but neither the initial reporter on the uf form nor the technician at the account were able to provide any further information about the malfunction of the table, the patient involvement, or the event itself. Due to the lack of information, this event will be reported for the loss of control to the override panel. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay or moving the patient to another table. This particular table as evaluated on 07/08/2011 due to a separate service ticket, and the override panel was confirmed to be functional. The root cause for the event which occurred on (B)(6) 2011 is unknown at this time. The conclusion of the evaluation is unknown at the time of this report. This type of non-conformance will be monitored for adverse trends. This is not a single use device.